Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device replacement procedure this right ventricular (rv) lead exhibited noise and oversensing when connected to the new cardiac resynchronization therapy pacemaker (crt-p). The rv lead was tested on the pacing system analyzer (psa) and the measurements and sensing were normal. However, when inserted into the new crt-p, intermittent noise was observed. The lead was then connected to the psa again and impedances were tested while the physician manipulated the lead. This testing resulted in some low out of range pace impedances of less than 200 ohms. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.